Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the level detection pcb and aligned the reagent probe to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with g and l flags for multiple chemistries including uric acid (ua), glucose (glu), alanine aminotransferase (alt), total bilirubin (tbil) and triglyceride (trig) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only the initial results for glu and ua for four patients.